Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the cause of the reported issue was unknown. It was suspected that the system's rotor was out of adjustment when the system was started. In their training, it was said that they are supposed align pin one first then touch the number two door. Then when they close, they are supposed to do the same but they could not.

Manufacturer narrative:
No system checkout was performed because the resolution was confirmed. It was possible to get the wrench into the system and manually rotate the imaging system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a radiologic technologist (rt) training. It was reported that the site was having issues with the holes being aligned and they were unable to work through the manual opening of the imaging system. There was no patient present when this issue was identified. An update was provided that it was not possible to get the door to manually close or open.